Manufacturer narrative:
(B)(4). The device history review could not be conducted since the device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a nephrectomy, clips on the vena renalis seem to be open and there are two loose clips. The patient experienced four liters of blood loss, had a cva, and is paralyzed unilaterally. The operation was a year ago. The patient's current condition is unknown at this time.

Event description:
It was reported that during a nephrectomy, clips on the vena renalis seem to be open and there are two loose clips. The patient experienced four liters of blood loss, had a cva, and is paralyzed unilaterally. The operation was a year ago. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Although the reportedly defective clips were not returned, the pictures that were provided were reviewed with a r & d engineer. Based on the pictures available for review, there are 3 hemolok clips that appear to be product 544240 hemolok l clips 6/cart 84/box. One of the hemolok clips is confirmed to be closed properly. The other two clips appear to be properly closed, but it is not conclusive enough to be 100% sure based on the pictures provided. A metal clip can also be seen in the pictures, but it cannot be confirmed that it is a teleflex metal clip. The clip appears to be closed properly, but once again, it is not conclusive based on the pictures. Additionally, there is another device that can be seen in the pictures. However, it could not be determined if these were metal clips, some type of sutures, or something else. They appear to be too rounded to be teleflex metal clips, but this cannot be confirmed from the pictures provided. The device history review could not be conducted since the lot number was not provided. The reported complaint of "not sure if clips open/closed" could not be confirmed based on the pictures provided. The sample was not returned. Teleflex will continue to monitor and trend related events.